Manufacturer narrative:
Received voluntary medwatch mw5151673.

Event description:
It was reported that the patient had developed an infection. The device was explanted. No additional adverse patient effects were reported.